Manufacturer narrative:
Correction: section h6 - device code should have been 3189 rather than 3190. The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information found that patient underwent a scar tissue revision surgery on (B)(6) 2020. No implanted products were touched or explanted.

Manufacturer narrative:
Date of the event is estimated. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-21546. Related manufacturer reference number: 1627487-2020-21547. It was reported the patient needs a lead revision. Surgical intervention may take place at a later date to address the issue.